Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that for at least a year, they felt like the therapy was not providing the pain relief they needed. The patient stated they were in constant pain, and the stimulator was not doing anything for them. The patient noted they had been through reprogramming at least a dozen times in the last year, and it's done absolutely nothing. The patient stated they spend about an hour with them and play with their tablets and this and that and it worked while they are there in the office and then they go home and a day or two later it stopped working. The patient stated the pain in their back was going right down their legs, and they were having trouble walking. The patient stated they could not sleep at night and couldn't drive. The patient stated they had been on oxycontin for the pain for over a year, and they wanted to get off of it. The agent reviewed the role of the representative and the patient was redirected to their health care provider to further address the issue. The patient did note they were seeing their hcp next week. The patient commented they may have to go around the surgeon's orders or get stronger pain meds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.